Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is delayed in responding to presses when attempting to unlock the pump. Reportedly, the pump touchscreen was working properly at the time of the call. In addition, the customer stated they went to sleep with the battery at 30% and the pump shut off overnight. Review of the pump data showed the pump depleted from 30% to 5% and subsequently shut off within 3 hours. Customer reported blood glucose (bg) level was 600 (mg/dl) with moderate ketones. A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.